Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2022. The customer¿s blood glucose level was unknown at time of incident. Customer stated they were hospitalized second time with diabetes ketoacidosis while on the pump. It was not confirmed whether the auto mode feature was active at time of high blood glucose event. Customer alleged insulin pump had malfunctioned. No further complications were reported. The customer will continue to use the product.